Manufacturer narrative:
Follow-up #1 date of submission 03/27/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history revealed multiple power on resets observed in the black box history. No damage was found to the returned battery cap or the battery compartment. The battery cap was found to tightly secure to the pump with no visible yellow o- ring. The pump was tested for 24 hours with the returned battery cap and no power issues were noted. There were no battery cap connection defects noted; the battery cap was found to meet all specifications. The display screen was found to be discolored, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. No internal moisture was observed and no damage was found to the power circuit or battery flex. The reported compliant was confirmed in the history but not duplicated during the investigation.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that the pump emitted a low battery alarm, the battery was changed and the pump beeped once with a blank screen. The patient reportedly tried a different battery from a different package and he stated that the pump turned on, allowed him to complete the rewind, load and prime and then turned completely off when he tried to bolus. He stated there were no sounds/vibration with blank screen. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.